Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage. A request was made to have data from this device analyzed. Data analysis confirmed that the battery voltage began dropping in an irregular fashion and this could possibly be related to an internal electrical short of the battery. Device replacement was recommended. Subsequently, this device was explanted and replaced. A new device was then implanted. No additional adverse patient effects were reported.